Event description:
It was reported that the user received ilet alerts indicating dosing would stop soon and that the continuous glucose monitor was not paired, followed by a prompt to replace the dexcom g7 sensor, and the call was transferred to the cgm manufacturer for assistance. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing with the ilet operating in bg run mode until a replacement sensor is available. Investigation included technical troubleshooting and user education performed by support and coordination with the cgm partner. Investigation of this case revealed loss of cgm signal to the ilet and subsequent sensor failure notification on the g7. It was concluded that the event involved cgm pairing and sensor failure affecting automated dosing without patient injury.